Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the pre-operational stage for a laparoscopic rectal resection procedure with robot support, with a patient in the operating room and under anesthesia. After installing the sterile interface module (sim) with the double fenestrated grasper, a message appeared after a while instructing to clean the attachment area. The error message stated, "instrument error. Detach instrument, clean and dry attachment contact surfaces. If error persists, discard instrument.¿. The double fenestrated grasper was still able to be recognized. The cleaning was handled with a dry gauze. It was resolved once, but the error occurred multiple times. The double fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. The bipolar fenestrated grasper was not recognized when installed in the sterile interface module (sim). The bipolar fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs provided for the reported sterile interface module. Evaluation of the logs indicated the sterile interface module (sim) was connected with a double fenestrated grasper and attached to arm cart assembly 4 when an error code for 'read write sequence fail' occurred. This error code is triggered when the system is not able to write the updated use count and use time on the instrument after the system recognizes the instrument. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the sim and an instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the pre-operational stage for a laparoscopic rectal resection procedure with robot support, with a patient in the operating room and under anesthesia. After installing the sterile interface module (sim) with the double fenestrated grasper, a message appeared after a while instructing to clean the attachment area. The error message stated, "instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.¿. The double fenestrated grasper was still able to be recognized. The cleaning was handled with a dry gauze. It was resolved once, but the error occurred multiple times. The double fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. The bipolar fenestrated grasper was not recognized when installed in the sterile interface module (sim). The bipolar fenestrated grasper was replaced with a new one to resolve the issue. The patient had received chemotherapy or radiation therapy. There was no patient injury.